Event description:
The initial reporter alleged discrepant results while using the kit s201 t-scrn mpx v2.0 96t us-ivd on the cobas ampliprep instrument. The allegation involves multiple runs with varying results. On (B)(6) 2021, a sample with barcode (B)(6) was reactive for hepatitis c virus (hcv) with a cycle threshold (CT) value of 41.8. Resolution testing of the same sample (B)(6) showed hcv reactive with a CT value of 48.1 on the first retest and non-reactive on the second retest. Another sample (B)(6) was reactive for human immunodeficiency virus (hiv) with a CT value of 42 on the first retest and hcv reactive with a CT value of 42.5 on the second retest. On (B)(6) 2021, a sample with barcode(B)(6) was reactive for hiv with a CT value of 47.3. Resolution testing of the same sample (B)(6) showed hcv reactive with a CT value of 51.3 on the first retest and non-reactive on the second retest. Another sample (B)(6) was reactive for both hiv (CT 47) and hcv (CT 38.1) on the first retest and non-reactive on the second retest. On (B)(6) 2021, a sample with barcode (B)(6) was reactive for hcv with a CT value of 46.5, and resolution testing showed non-reactive results. Another sample with barcode (B)(6) was reactive for both hiv (CT 43.0) and hcv (CT 51.4), and resolution testing showed non-reactive results. A third sample with barcode (B)(6) was reactive for hiv with a CT value of 44.7, and resolution testing showed non-reactive results. For all the runs mentioned above, serology results were negative. Blood was not released.

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd performed within specifications. A review of the data indicated that the cycle threshold (CT) values generated were delayed, suggesting that the samples had a viral load near or below the test's limit of detection (lod). Samples near or below the lod may produce wavering results. Additionally, low-level contamination at the customer site could not be ruled out as a contributing factor. No product-related issue was identified. Serology results for all runs were negative, and no blood was released. A review of complaint history and non-conformance records did not identify any trends or related issues. The device remains in operation at the customer site.